Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the tower door was failing. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 1 had been failing when accessed. A field service engineer was unable to duplicate any failures but proceeded to replace the door latch assembly. The fse then tested the door using the hardware test application. The system functioned as intended after the field service engineer repaired the device.